Event description:
At f/u, an echocardiogram revealed an elevated gradient, aortic regurgitation, central leakage, and aortic stenosis. The pt was reported to be in stable condition and anticoagulants were administered. No add'l intervention is planned.

Manufacturer narrative:
The results of the investigation are inconclusive since the valve remains implanted. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported aortic regurgitation, central leak and aortic stenosis remains unk.